Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking from the connection between the patient line tubing and the luer connector. This occurred during peritoneal dialysis therapy and the patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.